Event description:
This lead was implanted on (B)(6) 2008 and was abandoned on (B)(6) 2011 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) health system in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).